Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was unable to be implanted. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event was ¿lead was not taking stable position in the rv septum¿. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except for procedural damage.